Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that at church they were using a microphone when "something" went off in their chest and almost knocked them over, but they did stay standing. And now they think they are hearing a sound coming from their device. The patient is wondering if the microphone interfered with their device. The device remains in use. No patient complications have been reported as a result of this event.